Event description:
Fluoroscopic examination of lead revealed externalized conductors. All lead measurements were normal. Lead is continuing to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.